Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that two anchors were broken off and the connectors were detached from the device. Root cause description. The root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchors to break off. Manufacturer internal reference number: comp-2026-00094.

Manufacturer narrative:
Some additional information was provided by the healthcare professional after three attempts. Information received was added to the following sections: correction made in sections: d4 and g4. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the device had broken parts. Upon initial inspection of the device, it was observed that two anchors had detached from the device. It was stated that the device was loose and was moving at night. The appliance was delivered on (B)(6) 2024. The onset of the issue was reported on 10/21/2025, and the patient presented the issue to the healthcare provider on (B)(6) 2025. Per the report, the healthcare provider did not observe any patient symptoms or permanent injury, and the patient's oral hygiene was reported as good. The patient did not discontinue use of the device and no additional medical or surgical procedures were required. The appliance was replaced with a similar product. It was reported that the patient followed the cleaning and storage directions.

Event description:
A healthcare professional reported that the device had broken parts. Upon initial inspection of the device, it was observed that two anchors had detached from the device.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).